Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified that the device had not been serviced in the past 12 months. The customer issue was confirmed as the downstream occlusion (dso) seal was found to be ripped and bubbled. The dso seal was replaced to fix the issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the device was ripped and bubbled dso seal. There was no patient involvement.